Event description:
The pt called lfs and alleged the one touch ultra meter was showing 3 dashes. The reading was not obtained. The pt does not state any symptoms of high or low blood sugar. A medical professional was contacted and no treatment was given. The customer care rep reset meter options and the 3 dashes still appeared. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.